Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (non-functional) was confirmed. As received, the battery would not power a test monitor or charge. Upon evaluation, there was contamination on the j2 connector. The cause of the inability to power a monitor or charge is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective battery.

Event description:
A us distributor returned a battery pack indicating that it was non-functional.